Event description:
It was reported that the ventilator had pressure problems. There was no patient harm. Manufacturer's ref. #: 903459.

Manufacturer narrative:
On-site investigation was performed by our field service engineer. It was claimed that device had pressure problems. Based on technician statement, despite ventilator being turned off, the gas was sent to inspiratory pipe. The inspiratory pipe was replaced. The device was delivered to the user in working condition. We do not consider issue with inspiratory pipe malfunction as a safety related, as inspiratory pipe is a part in inspiratory section, which is only a housing or connector for multiple parts and will not affect ventilation. The decision about reporting was made in abundance of cautions based on the initially reported information, as it may representing a reportable event. The device's logs were not provided for further analysis, hence the root cause of the inspiratory pipe malfunction was not determined.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Device related data quality updates only: the UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model #. D1 - brand name: previous brand name: servo-I, corrected brand name: servo-I base unit. D4 - version or model #: previous version or model #: servo-I, corrected version or model #: 6487800.

Event description:
Manufacturer's ref. #: (B)(4).